Manufacturer narrative:
All phaco tips are 100% visually inspected by trained operators using 30x magnification and are cleaned during the manufacturing process. A sample was not returned and no lot information was provided for a lot record review, therefore the root cause for customer complaint issue cannot be determined. No further investigation is expected for this case. (B)(4).

Event description:
The nurse reported that a patient experienced a corneal burn during phacoemulsification. The surgeon indicated that when he inserted the phaco tip into the eye to begin the phacoemulsification, the machine immediately alerted that there was no occlusion. A sample is not expected to be returned for evaluation. Additional information has been requested.